Event description:
It was reported that the burr was stuck on wire. The 71% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 2.00mm rotapro burr-advancer and rotawire were selected for use. During the procedure, the device was not responding to dynaglide or standard during removal of the wire. The burr got stuck on wire prior to reaching the sheath. The devices were removed as one unit using the slow pin pull technique. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the device returned without the burr loaded on it. Body of the guidewire was kinked. The observed kink of the body was measured from distal to proximal according and the distance where the kink was found. Microscopic inspection revealed that there were no kinks or bents on the spring tip, and there was not foreign material present on the guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck on wire. The 71% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 2.00mm rotapro burr-advancer and rotawire were selected for use. During the procedure, the device was not responding to dynaglide or standard during removal of the wire. The burr got stuck on wire prior to reaching the sheath. The devices were removed as one unit using the slow pin pull technique. The procedure was completed using another of the same device. No patient complications were reported.